Event description:
Procedure: sigmoid resection. Reportedly, the instrument was stuck on tissue after firing. The surgeon removed the instrument by opening the cavity and then breaking the loading unit at which time he transected tissue above loeading unit to remove the instrument.

Manufacturer narrative:
One endo gia universal xl instrument was received with a nendo gia roticulator 60-3.5 loading unit. The proximal end of the loading unit adapter had been snapped pff and was lodged in the instrument. The distal end of the firing rod was bent, the firing rod was extedned and the distaol end of the instrument shaft was damaged. This was evidence that the loading unit removed from the instrument by over flexing while loaded in the instrument. Visual inspection noted the sulu was fully fired and the clamp bar was advanced to the extreme distal end with tissue in the jaws. This was evidence thatr the jaws did not open after firing when the instrument return knobs were retracted. Visual inspection of the instrument noted evidence on the firing rod that the loading unit was not engaged properly when fired. Potential causes for inability to open the jaws are related to user error and include: removal of the shipping wedge from prior to loading; removal of the wedge and manually clamping the jaws prior to loading; partial or full removal of the wedge and loading a sulu with the firing rod extended. Loading units loaded in any od these situations may also nor lock securely into place. Additionally, the loading unit may not clamp completely and may disengage from the instrument prematurely.